Event description:
Customer reported a loud banging sound after completing a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module, batteries, and filament driver board. System operates as intended. This MDR is related to ge healthcare complaint number.